Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced a high blood glucose. Customer¿s high blood glucose value of 400 mg/dl at the time of incident. Customer stated that the insulin pump had no delivery alarm. Customer stated that they taken out reservoir and pushed insulin through her and had no resistance. The customer was treated with manual injection. Customer stated that they unable to switch to syringe and claimed that her veins would collapse and brittle diabetic. The device will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime or fill anomaly noted during testing.